Event description:
It was reported that there was a question as to why the device did not shock after the anti-tachycardia pacing (atp) before charging. It was also reported that the patient passed out during an episode - fell, face was scratched up and had a bloody mouth. It was further reported that no medical intervention was given and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.